Manufacturer narrative:
Device evaluated by MFR: the wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the guidewire and the delivery sheath were detached before the filter, moreover the guidewire was bent. Sheathing/unsheathing could not be performed since the guidewire and the delivery sheath were detached. Based on the evidence, the reported issue can be confirmed since the detached fragment found during the functional test could have contributed to the reported issue. A2 age at time of event: 18 years or older.

Event description:
It was reported that filterwire could not be withdrawn. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection was selected for use. During the procedure, the filterwire was deployed, but it could not be withdrawn. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the filter could not be recaptured into the retrieval sheath causing it not to be withdrawn. The device was removed together with the sheath without any intervention.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that filterwire could not be withdrawn. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection was selected for use. During the procedure, the filterwire was deployed, but it could not be withdrawn. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the filter could not be recaptured into the retrieval sheath causing it not to be withdrawn. The device was removed together with the sheath without any intervention.

Event description:
It was reported that filterwire could not be withdrawn. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection was selected for use. During the procedure, the filterwire was deployed, but it could not be withdrawn. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.